Manufacturer narrative:
(B)(4). Batch # n9182k . The device received was returned with the tissue pad in good physical condition and properly attached to the clamp arm and not detached as reported by the customer. In addition, an image was also returned. The image file consisted of multiple images both of the distal end of a harmonic instrument. The tissue pad in the image appeared to be damaged and melted. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage observed in the image are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. No conclusion could be reached as to what caused this issue from the images provided. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during a laparoscopic gastrojejunostomy the tissue pad partially dislodged for the clamp arm. The piece was found and removed from the patient. The procedure was completed with no patient consequences reported and the device will be returned.